Event description:
Medtronic received a report that after deployment of the pipeline flex with shield technology flow diverting stent, severe kinking was observed, and the stent could not be properly expanded in the middle section despite manual manipulation. The stent was resheathed and removed with the microcatheter. The stent was replaced with a new one of the same model to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, internal carotid artery with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone arterial diameter was 4.6 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, less than 50% of the pipeline had been deployed when it failed to open, the pipeline was resheathed less than or equal to 2 times, and there were no additional steps or other devices required to open the pipeline. Ancillary devices included: balt sheath, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.